Event description:
A physician questioned an axsym bhcg result of 0.12 miu/ml after performing a sonogram which determined the patient to be four months pregnant. The patient specimen was retested yielding a result of 104,000 miu/ml. No impact to patient management was reported.